Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a stent dislodgement occurred. The physician was treating a 90% stenosed lesion located in the moderately tortuous, 9mm in diameter, left common iliac artery. The lesion was pre-dilated with an 8mm wanda balloon catheter resulting in 60% residual stenosis. This 10.0x60x135 cm express ld stent was advanced over a guide wire against some resistance. Prior to reaching the target lesion, the stent dislodged from the stent delivery system (sds) in the right common iliac. The stent remained on the guide wire in this location and was deployed in the right external iliac with the use of a different balloon catheter. The patient is being brought back at a later date to treat the target lesion using retrograde access. There were no further reported patient complications. The patient status is listed as stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis without the stent component. Examination of the returned device revealed no damage was noted to the shaft of the device. The balloon was folded and wrapped around the shaft of the device. A clear impression of where the stent was originally crimped is visible on the balloon material. The device was passed along a 0.35" guide wire with no restriction noted. No other issue was noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a stent dislodgement occurred. The physician was treating a 90% stenosed lesion located in the moderately tortuous, 9mm in diameter, left common iliac artery. The lesion was pre-dilated with an 8mm wanda balloon catheter resulting in 60% residual stenosis. This 10.0x60x135 cm express ld stent was advanced over a guide wire against some resistance. Prior to reaching the target lesion, the stent dislodged from the stent delivery system (sds) in the right common iliac. The stent remained on the guide wire in this location and was deployed in the right external iliac with the use of a different balloon catheter. The patient is being brought back at a later date to treat the target lesion using retrograde access. There were no further reported patient complications. The patient status is listed as stable. This product is only ous approved, but it is similar to an approved united states device.

Manufacturer narrative:
(B)(4).